Event description:
Discordant calcium_2 results were obtained for three pts on an advia 1200. The results were reported to the physician(s). The samples were rerun and confirmed on the same system and the corrected results were reported. There were no reports of adverse health consequences or known pt intervention due to the discordant calcium_2 results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse checked all mechanical probe and mixer alignments, checked and cleaned the water supply pump filter and adjusted the water supply pump pressure. The actual root cause could not be determined and no conclusion can be drawn as to what specifically corrected the problem. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse checked all mechanical probe and mixer alignments, checked and cleaned the water supply pump filter and adjusted the water supply pump pressure. The actual root cause could not be determined and no conclusion can be drawn as to what specifically corrected the problem. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse checked all mechanical probe and mixer alignments, checked and cleaned the water supply pump filter and adjusted the water supply pump pressure. The actual root cause could not be determined and no conclusion can be drawn as to what specifically corrected the problem. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Discordant calcium_2 results were obtained for three pts on an advia 1200. The results were reported to the physician(s). The samples were rerun and confirmed on the same system and the corrected results were reported. There were no reports of adverse health consequences or known pt intervention due to the discordant calcium_2 results.

Event description:
Discordant calcium_2 results were obtained for three pts on an advia 1200. The results were reported to the physician(s). The samples were rerun and confirmed on the same system and the corrected results were reported. There were no reports of adverse health consequences or known pt intervention due to the discordant calcium_2 results.